Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
One day after implant, the wave height had decreased to one third of the implantation level and the resistance had decreased by about 200 ohms. X-ray confirmed that the ventricular lead was dislodged and located at the apex. The lead was repositioned and remains implanted. Should additional information be received, this file will be updated.